Event description:
The suspect device showed variation in test results when compared to the lab. There appears to be a high variance (over 1.0). A correlation study is being proposed to address the issue. Further eval to be performed.